Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional information: a1, a2, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical and ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted that except for some integral stitching, the previously placed mesh had disintegrated. It was reported that the patient experienced severe pain, nausea, diarrhea and inflammation. No additional information was provided.